Event description:
The investigation has determined that a non-reproducible, higher than expected troponin I result was obtained from a single patient sample when tested using vitros troponin I es (tropi es) on a vitros 5600 integrated system. Patient sample result of 0.177 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es result was reported from the laboratory. No treatment was initiated, altered or stopped based on the reported tropi es result and a corrected report was later issued for the sample. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I result was obtained from a single patient sample when tested using vitros troponin I es (tropi es) on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Reported qc fluid performance indicates a vitros tropi es lot 4411 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 4411 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Precision testing performed following ortho field engineer actions was within ortho guidelines and qc fluids processed were also acceptable. However, as no pre-service precision test was performed on the instrument, an instrument issue it cannot be completely ruled out as a contributing factor to the event. Pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation and cellular debris, due to poor sample preparation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es, lot 4411. Email address for contact office in field g1 above is (B)(6).